Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Customer experienced a blood glucose (bg) level of 47 mg/dl. Customer consumed glucose and carbohydrates to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.